Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient came in for a check up and complained of implant site pain. The healthcare provider said it was a slight suture external site infection and prescribed antibiotics. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.